Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(6).

Event description:
It was reported during a humerus repair procedure, the surgeon was drilling the humerus when the small quick connect from the small battery drive became unscrewed. The device became locked in a partially unscrewed position and the drill bit could not be removed from the device. The reporter stated that there was a 5 minute delay in the surgery. It is reported a spare device was available and was used to complete the procedure with no further problem, no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the evaluation was completed, and the reporter's complaint that the unit will not release bit was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. The disposition is invalid.